Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2yqp8); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the first 2 days after implant (understood to be their recent lead replacement) the patient was in pain and still felt pain. The patient stated that the stimulation was fine for the first 3-4 days but now they didn't feel anything at all and felt like they were going backwards. The patient mentioned that the trial was good when the lead was on the left side, and when they moved the device to the right side it was a nightmare (understood to mean when they received their permanent ins/lead). The patient mentioned that they just had the lead replaced back to the left side. The patient stated that they were still leaking and had to go to the restroom like they did before the implant (again, understood to be their recent lead replacement). A review of how to change programs was provided. The patient was able to successfully change programs and increase the stimulation. The patient stated that they still did not feel any stimulation when increasing to a new program. The patient would maintain stimulation level and would continue to track symptoms. The patient confirmed the stimulation was in the bicycle seat area and was comfortable. The patient was redirected to their healthcare provider (hcp) if the issues persisted.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2yqp8, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and repeated information from call summary regarding therapy issue. The patient stated that their symptoms have not changed. The patient reported their symptoms to their urologist and they had an x-ray done, then the urologist told the patient they would need to meet with a rep. The patient never spoke with a rep despite their urologist's office telling them that a rep was trying to reach them. The patient never got a voice message from the rep, so they thought the rep might be lying about trying to reach them. The patient mentioned that their urologist's pa changed the therapy settings (they think the appointment was in december), but it wasn't helping their symptoms. The patient stated that they had bowel issues prior to their first ins surgery, but those issues were 80% resolved. However, now they are having bowel issues again. The pa from the urologist's office thought the bowel issues might be due to the stimulation being set too high, so the patient decreased the stimulation level. The patient mentioned that they feel stimulation once in a blue moon, and they weren't feeling stimulation prior to decreasing. The patient also mentioned that their left leg turns hot, and their knee feels like it gives out. The patient added that they have been going to the restroom every 30 minutes, when it used to be every 10-15 minutes. The patient was supposed to meet with a rep today at their urologist's office, but the rep couldn't meet with the patient anymore because they had to be at a surgery. The patient's reason for calling back was to ask for advice on what they should do. The patient said they will consider reaching out to their urologist, but they requested physician listings as well. Agent re-opened the case and emailed physician listings. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned a historical event which included that they were told their lead had moved and that it was disconnected.